Event description:
It was reported that during preparation of a 3.25 x 12 mm nc tenku balloon, that resistance was met during removal of the protective sheath. The protective sheath was able to be removed; however, the device was not used in the procedure since the physician felt that the balloon had stretched. The procedure was continued using another device. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: kinetix plus; guide cath: axess sc40; stent: promus premier 3.0x20mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.